Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The friend of a customer reported via phone call of unexplained high blood glucose of 598mg/dl. Troubleshooting found the drive support cap was normal but was a kink and air bubbles in the tubing. The customer stated that the site is changed every 2 to 3 days. Customer indicated they are unsure if basal and pump settings are correct. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to perform the test and further troubleshooting.